Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation was extrinsically breached/cut, and the lead appeared to have been damaged at implant.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing in the way of noise on the electrogram (egm). Upon opening of the pocket, there was evidence of insulation failure which was attempted to be repaired via silicone and sleeve. The physician attempted to extract the rv lead, however unsuccessful. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID c154dwk cardiac resynchronization therapy defibrillator implanted: 2010-(B)(6), product ID 507135 implantable pacing lead implanted: 2003-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.